Manufacturer narrative:
Review of device history records including production related records indicates no discrepancy or product related problem. The design file was also reviewed and the device was manufactured according to specification and prescription. The finished device passed the prosomnus quality standard at final quality control for fit and finish. The possibility exists that the patient's pre-existing condition of bruxism and previous root canal may have contributed to the tooth fracture in combination with device use. The prescribing dentist office advised they had communicated via informed consent records that there can be issues with device use. Our product related documentation, user manual & instructions for use, contain warnings of tooth movement, changes in dental occlusion, gingival or dental soreness. The same prescribing dentist had adjusted the prosomnus evo sleep and snore device to a more passive fit after the placement of the dental implant. The patient is currently using the same device, prosomnus evo sleep and snore device, which was provided to him earlier.

Event description:
Prosomnus sleep technologies was made aware of an incident of root canaled tooth breakage on (B)(6) 2025 that occurred on (B)(6) 2025. Patient broke tooth # 9, presumably at the gumline, due to excess pressure the day after device delivery. He went to his general dentist and it [tooth # 9] was extracted and an implant was placed.